Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Photo received. Upon visual inspection of one photo, the following was observed: the photo shows a gauze with two staples from top view and the staples can be seen not properly formed. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the radical resection of lung cancer surgery, when severing left upper lung tissue, after fired, noted some staples malformed with straight leg. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4).batch # t5ax9t. Device analysis: the analysis results showed that four ecr45b cartridge reloads were received. The reloads were received with no apparent damage and fully fired. As the returned reloads were received fully fired, no functional test could be performed due to the condition of the reloads. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.